Manufacturer narrative:
Please note correction to d3 (manufacturer entity). The reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. The device inspection revealed the following: the received target device showed normal signs of usage evident by the presence of scratches and other marks. No major damage could be observed which could affect the functionality of the device. However, drill rubbing marks are visible on the target device¿s distal holes. A pre-surgical functional check was performed by assembling the returned target device and a sample nail, sample sleeve, and a sample drill to check the targeting accuracy. Upon assembly, the functionality of the target device was fully given. There was no incidence of any drill contact with the nail around any of the holes in the nail. Thus, the alleged issue could not be reproduced and could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation, since the device was found to be fully functional and working as intended, the issue is deemed to be user related. A proper functional check prior to the surgery is required as per IFU. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "misdrilling happens with the device. Device is 4 years old."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "misdrilling happens with the device. Device is 4 years old.".